Event description:
It was reported via repair work order that allegedly when the caregiver was raising the fowler with a patient on the bed the fowler made a loud noise and stopped functioning. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.